Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted upside down a 12.6mm vticmo12.6, -11.00/2.0/074 (sphere/cylinder/axis), implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed during initial surgery on (B)(6) 2020. An exchange lens was implanted on (B)(6) 2020. The problem was resolved. Cause of the event is reported as user error.